Event description:
During an in-clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) lead. An rv micro dislodgement was suspected. A revision procedure was performed where the rv lead was successfully repositioned to resolve the event. The patient was in stable condition.